Event description:
Health care professional reported that the "patient was not getting relief of spasticity". The hcp also noted that they were unsure if the pump was the problem, although they indicated that the "pump was not working". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.